Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; blood observed in/on the helix mechanism; helix found bent; partial lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, approximately 2 years and 1 month post implant procedure, oversensing was present, and as a result, the experienced 20 inappropriate shocks. Consequently, the lead was explanted and replaced uneventfully.